Manufacturer narrative:
Manufacturer's report date: 11/19/2010. (B)(4). This report was filed by the manufacturer. Product evaluated and the customer's experience of set leaking was confirmed. A tear in the silicone tubing approximately 0.0220 inches long was found in the silicone tubing near the upper fitment. Crush marks were noted on the upper blue fitment. The root cause of the tear is unk.

Event description:
Nicu nursing supervisor reported hole in set. No pt harm reported. No additional information was available.